Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The first revision was due to ¿heterotopic bone formation¿ a little over 2 years post implantation. The operative notes document; ¿there was extensive scarring of the sciatic nerve on the heterotopic bone and posterior capsule. There was complete circumferential heterotopic bone between the greater trochanter, proximal femur and the pelvis and the acetabulum.¿ also, ¿there was an area of non-union of the greater trochanter from prior surgery¿. Based on the available information, the root cause for the ¿heterotopic ossification¿ cannot be concluded. The non-union from prior surgery could have impacted the success and alignment of the bhr. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to heterotopic bone formation. Acetabular cup retained.